Event description:
Pt called and reported that shortly after having the lap-band system placed, the pt was hospitalized and treated for an infection. The area over the access port was hard and painful. The pt was given oral and intravenous antibiotics and had the port removed. It is planned for the access port to be replaced after the pt has healed. It is unk if the explanted access port is available for return to allergan for eval. F/u is in progress. F/u findings: per the treating surgeon, the access port was not explanted because, it was found to be "all one piece". The port remains implanted at this time. The implant surgeon does not maintain records on the device implanted into patient, but was able to confirm the implant surgery date. No add'l info on the device will be available.

Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report has not been returned as the device was not explanted. The reporter of the complaint and the implant physician were asked for the serial number, but no records were kept and the info will not be provided to allergan. Based upon the model number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The treating physician of the event was asked to return the product for analysis if it is explanted in the future. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Infection and pain are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the reported event of infection and pain as follows: "there were add'l occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, incisional infection, infection, fever, chest pain, incision pain, abnormal healing, port site pain and wound infection."